Event description:
A pt reported being skin tested about 1 august 1998 with negative results. In 08/1998, the pt was treated in the nasolabial folds by another physician. On 23 december 1998 the pt received a second treatment in the nasolabial folds. On 29 december 1998, the pt noted the onset of flu-like symptoms, specifically nasal and upper respiratory congestion, sense of smell was altered, and the pt felt weak. No symptoms were noted at the local treatment sites. The pt was seen (exact date unknown) by another unidentified physician who diagnosed and treated the pt for the "flu". The physician prescribed an antibiotic and a cough medication. The pt decided not to take the cough medication, as she had no cough. This physician was not made aware of any collagen treatment. On 8 january 1999, the treating physician stated that the pt had not contacted him to discuss any of the reported symptoms. As such, the physician offered no opinion on the causality of the pt's reported symptoms.